Event description:
Boston scientific received information that a right ventricular lead revision took place due to inappropriate shock therapy and oversensing. Due to the patients young age it was decided to use a df-4 plug thus this device was also replaced. The device was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection found marks on the device header due to explant but no other irregularities. Microscopic visual inspection found marks on the header due to explant but no other irregularities. The header is completely intact and the lead was fully inserted. Further analysis found the that right ventricular sprint contact is out of specification. The out of specification spring contact could cause the reported clinical observations and potentially not delivery therapy.